Event description:
It was reported that there was an infection of the pump pocket. Surgical observation found pus around pump pocket. The patient experienced a fever. Lab work results found esr (erythrocyte sedimentation rate) and crp (c-reactive protein) were off the scale. Lab work also found the patient was positive for staph. The etiology was the incisional site/device tract. The event was reported to be unlikely related to the device or therapy and not related to the implant procedure. The pump and catheter were explanted on 2015 (B)(6). Treatment included intraoperative antibiotic lavage. The patient was also administered vancomycin and zosyn. The severity was considered ¿severe¿. The event resulted in in-patient or prolonged hospitalization, was a life threatening situation and necessitated medical or surgical intervention. It was reported that during spinal surgery related to hardware removal the patient's catheter was found to be dislodged on 2015 (B)(6). It was later reported that at the exploratory surgery for suspected infection, the catheter noted as dislodged on 2015 (B)(6). The etiology was the incisional site/device tract. The severity was considered ¿moderate¿. The patient was reported to have fully recovered on 2015 (B)(6); however, the outcome was also indicated as ongoing with no further action needed. The pump was used to infuse morphine.

Manufacturer narrative:
Product ID 8591-60, lot# c60935, implanted: 2012 (B)(6); product type accessory product ID 8591-38, lot# d17304, implanted: 2012 (B)(6); product type accessory product ID 8835, serial# (B)(4); product type programmer, patient product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).

Event description:
Additional information later received reported that the patient had back surgery in (B)(6) 2010. The patient stated that they had to go in and take everything out from that 2010 surgery and start over. The patient contracted (B)(6) during that surgery. They were afraid the (B)(6) contaminated the pump so they removed it (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a health care provider (hcp) via a clinical study reported that the catheter was noted to be dislodged and not included with the anchor. The anchor was next to it and was loose because of the necrotic tissue around it. The etiology was updated to being related to the entire catheter. It was also reported that the patient had increased pain. It was not certain if the pain was from the removal of hardware surgery or the catheter dislodgment. The pump was infusing morphine with a concentration of 20.0 mg/ml at 3.997 mg/day. The patient's medical history includes spinal pain.